Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Event date: unknown date in (B)(6) 2017. Corrections to information reported on user facility report: device broke intra-operatively; device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4). The only information contained in this report is correction or additional information. Concomitant device(s): five hole 0.5mm plate (part/lot unknown, quantity 1), 6 hole 0.5mm plate (part/lot unknown, quantity 1). This report is for an unknown matrix midface screw. This is report 1 of 2 for (B)(4).